Event description:
It was reported fluoroscopy x-ray continued after button release. This system generated fluoroscopy x-ray without command. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator was evaluated, reseated and then recalibrated. The system software was reloaded. The system was tested and found to be working as intended and returned to service.